Manufacturer narrative:
Radiometer investigations of the provided data logs showed the issue was related to the software coding. Hence the root cause is software error.

Event description:
According to the complaint on 12:51 02/19/2025, the abl800 flex analyzer (serial number (B)(6) measured sample number 61085, but a few minutes before that, lis reported that it had received data with the same sample number and patient ID, but with a different measurement results.